Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experience high blood glucose. The customer's blood glucose was 469mg/dl; treated with a bolus. The customer was advised that he has active insulin still in his body which is why it gave 11u to bring him back in his target range.